Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited increased capture threshold. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of a increased capture threshold was not confirmed. A full lead was returned for analysis. Electrical testing, visual inspection and x-ray inspection were normal with no anomalies found.